Event description:
It was reported that this implantable cardioverter defibrillator (ICD) gave the patient multiple inappropriate shocks due to atrial fibrillation (af). The physician already made programming optimizations. The ICD remains in service. No adverse patient effects were reported.